Manufacturer narrative:
E1 - initial reporter city:(B)(6).

Event description:
It was reported that failure to evacuate occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A 1.85mm jetstream sc catheter was selected for an endovascular thrombectomy (evt) procedure to treat peripheral artery disease (pad). During the procedure, a noise was heard, and loss of aspiration occurred. After, priming was performed but not could not be completed successfully. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluation by manufacturer: the returned product to boston scientific consisted of a jetstream sc catheter, 1.85mm, us. The device was visually and microscopically examined for any shaft damage. The devices catheter shaft showed no damage. The device was set-up and functionally tested per the IFU. The device was connected to the test console and the device primed and ran as designed. The set up was repeated multiple times with no issues. The device was tested for a period of 1 minute with no alarms or errors. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that failure to evacuate occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A 1.85mm jetstream sc catheter was selected for an endovascular thrombectomy (evt) procedure to treat peripheral artery disease (pad). During the procedure, a noise was heard, and loss of aspiration occurred. After, priming was performed but not could not be completed successfully. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.